Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pulse generator (ipg) implant, the set screw for the ventricular lead came away from the device and was seated in the torque wrench. A new device was implanted. No patient complications have been reported as a result of this event.